Event description:
It was reported that a pocket infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analysis was performed and no anomalies were found. Concomitant products: d204trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 5076-52, implantable pacing lead, implanted: (B)(6) 2013; 6935m62, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).